Event description:
A male patient contacted lifecor customer support to report that neither of his battery packs seem to be holding a charge. He stated that the "battery pack fault" led would flash when either battery pack is on the battery charger. Support contacted the territory manager (tm) who downloaded. The download revealed several "battery charger fault" flags on both battery packs. The tm replaced the patient's charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger has been completed. The reported problem was confirmed. The cause of the defective battery charger was a defective q1 chip. This bad chip caused the battery pack to not enter charging mode. The root cause of the defective q1 cannot be positively identified but was likely random component failure. The faulty charger was repaired. It was then retested and restocked. No adverse event resulted from the damaged battery charger. The patient received a replacement battery charger.